Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. It was reported that the up arrow, down arrow, and ok/enter buttons were under-responsive. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump.

Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 09/05/2017 with the following findings: the keypad cover was intact; no damage was observed. All of the keypad buttons were found to be unresponsive to button presses. The keypad cover was removed and there was no damage or contamination found under the button contacts. The pump was opened and there was moisture damage found on all internal components. Unrelated to the complaint, investigation revealed the following issues: moisture was observed under display lens; a leak test failed due to a display lens leak. The battery compartment was found to be cracked below grip pad to case seal.